Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving 1.0 mg/ml dilaudid at 0.7502 mg/day via an implantable pump for non-malignant pain. It was reported that a personal therapy manager (ptm) code of 8254 was seen, indicating a low reservoir. It was noted that a refill was missed. The patient was scheduled for a refill on (B)(6) 2016, but the alarm icon started to appear on the patient's ptm on "tuesday". It was confirmed the low reservoir alarm occurred on (B)(6) 2016. It was further stated that the refill date that appeared on the home screen was (B)(6) 2016. It was stated that the patient had an appointment to go in "today". The patient called her hcp, but they did not know what was wrong. The patient had severe chronic pain that was returning and the patient could hardly move because the pain was so bad. The change in symptoms was noted to be sudden. It was later stated that the patient felt "so weird" and had never felt like this before. It was later reported that there was an error in programming. The patient was seen in the office on (B)(6) 2016 and the pump was empty. An empty reservoir alarm was noted in the logs when examined on (B)(6) 2016. The pump was interrogated and aspiration of the pump was negative. The pump was refilled with saline on (B)(6) 2016 until the patient's hydromorphone was able to be obtained. On (B)(6) 2016, the pump was refilled with hydromorphone at the previous settings. The patient was given oral percocet to take from (B)(6) 2016. The patient's pain level on (B)(6) 2016 was noted to be 5/10 at present, 7/10 at worst, and 4/10 at best.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.